Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube/wrong tubing dimensions". It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) 2023, and also started having the issue. They had to do back into emergency to have the bag replaced. Customer stated an air lock developed in the tube and the fluid stopped flowing through the bag. They had to repeatedly disconnect and reconnect. The same issue came up again on the same day. They did not return after the second issue, had the bag from the second issue and the previous bag was thrown out at the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that foley catheter was placed on (B)(6)2023, and also started having the issue. They had to do back into emergency to have the bag replaced. Customer stated an air lock developed in the tube and the fluid stopped flowing through the bag. They had to repeatedly disconnect and reconnect. The same issue came up again on the same day. They did not return after the second issue, had the bag from the second issue and the previous bag was thrown out at the hospital.